Event description:
Olympus was informed by that the customer videoscope was returned to the olympus repair center for a reported ¿insertion lines are peeling¿. The customer reported problem was found during reprocessing. However, the repair inspection identified the bending section angulation becomes locked, cannot disengage. No death, injury or impact to patient or other was reported. This report is being submitted to capture the bending section angulation becomes locked found during repair inspection.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue. The insertion tube lines are peeling, signs of discoloration from chemical damage. Additionally, the repair inspection identified the bending section angulation becomes locked, cannot disengage. Also, it was noted the bending section is cut and leaking, the bending section cover glue is cracked, the objective lens at the distal end of the scope is peeling, the scope connector boot is cut, and the video connector is broken. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The subject device had no repair history in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. Although, stress problems were found, it could not be determined if the peeling of the insertion tube coating was caused by stress, handling, or other issues; therefore the root cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is to inform that upon further review, the legal manufacturer has determined there is no potential for this malfunction to cause or contribute to an adverse event. The initial medwatch reported the bending section angulation becomes locked during the device evaluation; however, this information was reported incorrectly and the device evaluation found no abnormalities with the angulation.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report. After further review, the legal manufacturer confirmed the reported repair inspection finding of ¿bending section angulation becomes locked, cannot disengage¿ was incorrect and did not occur and the ¿insertion lines are peeling¿ is non reportable event.